Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 72 hours. The patient works at the hospital and seeked help there (B)(6) on (B)(6) 2024 after 3 days of symptoms. An ultrasound was performed at the insertion site (abdomen) and the abscess was measured 7mm in diameter. The healthcare provider treated the infected area with an antibiotic (name unknown) and with the cream prontosan akut wundgel. The patient went back on (B)(6) 2024 and the doctor confirmed the treatment successful. The pod was discarded.